Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements and increased pacing impedance measurements resulting in 1,700 ohms. It was reported that previous pacing impedance measurements were 590 ohms. A revision procedure was performed. The lead was successfully explanted and replaced with another manufacturer's ra lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.